Event description:
It was reported that patient's right ventricular (rv) lead exhibited noise. No intervention was done. There were no patient consequences.

Event description:
New info received stated that inappropriate shock/therapy, the lead was capped and replaced on (B)(6) 2025. The patient is in stable condition.